Event description:
The customer reported to baxter corporate product surveillance of an interlink continu-flo 4-way stopcock extension set where the fluid was not running through the IV set. The customer is not inverting and tapping the check valve per label copy. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Batch review was performed and no discrepancies were found during the manufacturing of this lot. No additional information is available.